Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was as a peripheral nerve stimulator implanted for supraorbital stimulation. Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(6) other: please see the attached copy of mw 5077655. If information is provided in the future, a supplemental report will be issued. [(B)(4) medwatch 5077655.pdf].

Event description:
A healthcare professional (hcp) reported that high impedances were measured ¿on a few circuits in the sphenopalatine ganglion (spg) lead.¿ the patient underwent a planned surgical revision of their peripheral nerve stimulator, their lead was removed, and it was noted the lead had two broken contacts. It was further noted that a portion of the electrode was ¿retained in pterygopalatine fossa during its removal.¿ there was reportedly no adverse event associated with the reported malfunction. No further complications were reported or anticipated. It was noted the patient had a ¿peripheral nerve stimulator implanted for supraorbital stimulation.¿